Event description:
The subject device was returned for analysis and the device investigation revealed that stent delivery wire was broken/fractured during use. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspections: the sdw (stent delivery wire) was returned within the microcatheter. The tip of the sdw was partially out of the microcatheter. The tip of the sdw was cleaned and it was noted to be fractured roughly 182cm from the proximal end. The stent and introducer sheath were not returned. There was no damage note to the microcatheter. Functional inspection: the microcatheter was flushed and a 0.0158 mandrel was advanced to insure no part of the subject stent was left within the microcatheter. None were retrieved. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to transfer could not be duplicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on visual inspection. The device was analyzed. The sdw was returned within the microcatheter. The tip of the sdw was partially out of the micro catheter. The tip of the sdw was cleaned and it was noted to be fractured roughly 182cm from the proximal end. The stent and introducer sheath were not returned. There was no damage note to the micro catheter. An assignable cause of procedural factors will be assigned to the as reported, stent difficult/unable to transfer as well as as analyzed sdw broken/fractured during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.